Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the lead was found to be bent during implant. The manufacturing representative had inspected the lead before handing it to a nurse and there were no obvious flaws. The nurse opened the package and handed the lead to the hcp. The hcp was about to implant the lead and they noticed the lead was damaged and bent near the tip. The lead was not implanted and a new lead was used without issue. The patient was not affected by the bent lead. No diagnostics or troubleshooting was done. The issue was resolved after using the new lead. No surgical intervention occurred or was planned and the patient was alive with no injury at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.